Event description:
The pt received two leads with the same lot number. The pt reported she had a lead fracture in (B)(6) 2012. The physician replaced the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.